Manufacturer narrative:
G4: 08mar2021. B4: 10mar2021. The biomedical engineer replaced the front bezel to address the reported issue. The unit is back in service. A similar investigation was performed and it was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported that the nav ring not working properly and the numbers are jumping. The customer is unable to adjust settings. The customer contacted product support and requested part ID for nav ring assembly. The customer reported that the unit was not in use on a patient.